Manufacturer narrative:
The device was received for evaluation and is not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. A simulated treatment was performed and completed. No fluid leaks in the test cassette during the test treatment. The valve actuation test passed. Passed mushroom head check. Test positive for glucose. An internal visual inspection of the cycler found evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. A DHR search found form p/n 507957 (cycler identifying, disinfecting and disposition) check marked ¿fluid leak¿ 09/09/2016. Production floor problem report: pump upgrade, fluid leak under pump assembly send to return goods. Returned goods: top & bottom covers removed 09/27/2016. Form p/n 507957 (cycler identifying, disinfecting and disposition) check marked ¿fluid leak¿ 03/24/2017.

Event description:
A peritoneal dialysis patient called receiving while receiving a make sure heater bag is on heater tray message during fill 1. The patient also stated that he was receiving an air detected in cassette message during treatment. The patient stated that when he received the warning he cancelled treatment. The patient stated that when he removed the cassette there was a hole in the cassette lining where the solution was leaking out from. The cycler was replaced and the tubing set was discarded. Follow up information was received from the patient's nurse which confirmed that there was no patient injury related to the leak.